Event description:
It was reported that patient underwent a surgical intervention to implant a new artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient began to leak again. There was an atrophy of the urethra. The issue was gradually worse over past few months. No adverse patient effects.

Event description:
It was reported that patient underwent a surgical intervention to implant a new artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient began to leak again. There was an atrophy of the urethra. The issue was gradually worse over past few months. No adverse patient effects.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a surgical intervention to implant a new artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient began to leak again. There was an atrophy of the urethra. The issue was gradually worse over past few months. No adverse patient effects.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.